Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Device not returned as product was explanted.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient failed to charge the ipg as instructed. In turn, the ipg became inoperable. As a result, surgical intervention may be pending to address the issue.